Event description:
Patient was found on floor under the sink after apparent fall. Patient suffered laceration between the eyes that required stitches and broken hip which required surgery. Attendants state that bed exit system had been giving false alarms, apparently due to patient's low body weight. Alarm system was subsequently disabled. Bed was not immediately identified as contributing factor; however, malfunction is being reported due to attendants' perception that bed exit system was unreliable, leading to her actions.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: unknown. Service records not available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: design - human factors, other. Conclusion: device failure related to patient condition, device failure indirectly contributed to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.